Event description:
It was reported that the lead exhibited impedance greater than 3000 ohms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead was bent, the proximal insulation cut/damaged and the proximal coil fractured and squeezed at 26.5 cm from the connector pin due to clavicular crush. The damage to the coil which resulted in an open circuit would account for the reported high impedance.